Event description:
The pt was reportedly experiencing dizziness and discomfort when using the device along with headpiece retention issues. External equipment was exchanged and programming adjustments were made. Testing of the device showed open electrodes. Surgery to explant the pt's device will be scheduled.